Event description:
Clarification of event: during dft testing the device did not defibrillate the patient. External defibrillation was delivered and communication with the device was lost. The device could not be interrogated with multiple programmers. The device still paced. The device was explanted and replaced.

Event description:
It was reported that a patient presented for dft testing. Patient was successfully induced but right before therapy delivery, communication loss was observed and the patient had to be externally rescued. Communication could not be established even after several attempts the device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of the inability to establish communication was confirmed in the laboratory. The device was tested on the bench and a low battery voltage was observed due to high current on the hybrid. Further analysis noted damaged components on the hybrid. The root cause of the damage could not be determined.